Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, phenobarbital drip (ivpb) was ordered, the incorrect dispense amount was sent to pyxis. Both meditech and pyxis know the vials are 130 mg per 1 ml, so unsure why the dispense amount is inaccurate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hl7 message from meditech had been processed correctly into es, but the order in the es ui still displayed a dispense amount of 1 vial, which then caused the medstation to instruct removal of only 1 vial. A technical support specialist mentioned that the value was traced to a 1 in the inj segment and two one values in rxe 1 and rxe 4, which may have been interpreted literally by station instead of using the actual dose. The rxc component details were correct but did not contain any rounding logic to support a single vial dispense. These unexpected 1 entry appeared to override the calculated dose and contributed to the inaccurate dispense amount. No further confirmation was possible without new data or recreated test examples. Tss then closed the ticket due to without proper evidence from the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, phenobarbital drip (ivpb) was ordered, the incorrect dispense amount was sent to pyxis. Both meditech and pyxis know the vials are 130 mg per 1 ml, so unsure why the dispense amount is inaccurate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.